Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
On (B)(6) 2017, abbott laboratories (B)(4) received an initial report sent by the (B)(6) regarding a potentially (B)(6) result. Prism (B)(6) reagent lot 43866li00 was in use at the time. The following information was provided: during repeat testing on (B)(6) 2017 of archived sample sid (B)(6), a reactive (B)(6) result (3.20 coi) was generated by the cobas 6000ee analyzer. This sample generated negative results on (B)(6) 2015 when tested on both the abbott prism analyzer and by nat. The abbott prism (B)(6) reagent lot in use at the time was 43866li00. Red blood cells and cryoprecipitate were distributed from this donation. There is no impact to patient management reported. Sid= (B)(6) was sent to the (B)(6) for confirmatory testing with the following results: (B)(6) core antigen= negative; immunoblot= negative. The data is associated with the testing of archived samples. Samples that originally tested negative by prism were stored. The samples have subsequently been pulled and tested by (B)(6) using roche and by (B)(6) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. No testing could be performed for reagent lot 43866li00 as the lot has expired (02 may 2015). No returns were made available from the customer site. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. The service history for prism s/n (B)(4) was also reviewed and did not identify any service-related issues that could have contributed to the customer complaint. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The assay met performance specifications and performed as intended at the customer site. The complaint is for a limited number of samples from one donor for potential (B)(6) results with the prism hcv assay. The (B)(6) prism hcv results are supported by the other test results that are a (B)(6) and with an immunoblot tested at (B)(6)). No systemic issue or product deficiency was identified.